Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the rotaflow console displayed ¿head error¿ after 1000 rpm (rounds per minute). The head error occurred during start up of the device. No harm to any person has been reported. The affected rotaflow console with s/n number (B)(6) was investigated by a getinge service technician on 2021-09-16. During the investigation it was detected that the rotaflow drive with s/n (B)(6) is also affected. The technician was able to confirm the reported "head error" and replaced the rfc control board kit (article number 70103.4051). The affected rotaflow drive unit, blue (rfd) with s/n (B)(6) will not be repaired. The defective rfd will be replaced with a new one, because the customer decided to purchase a new one instead of a repair. The unit is back in use. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2021-09-15 and during the period of 2018-05-15 to 2021-09-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2018-05-15. The review of the non-conformities was performed on 2021-09-15 and during the period of 2018-04-12 to 2021-09-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2018-04-12. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The sales and service unit (ssu) has been informed to scrapped the defective rotaflow drive with s/n (B)(6). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that the rotaflow console displayed ¿head error¿ after 1000 rpm (rounds per minute). No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).